Event description:
It was reported that the patient experienced a bleeding event. It was reported via social media that during a left atrial appendage (laa) closure procedure involving a watchman device, "the patient almost bled out on the table and that they are taking iron infusion and b12 injections."